Event description:
Device issue: difficult to deploy-thumb advancer,unexpected exchange sheath splitting. Time of malfunction: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although a "little resistance" was felt during thumb advancer deployment, distal deployment of the thumb advancer was completed. After clip deployment, bleeding continued and the exchange sheath appeared "jagged and split unevenly." Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.